Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2017-00998. It was reported the patient experienced difficulty placing the ipg in MRI mode. Further investigation identified the issue was attributed to a high lead impedance value. As such, surgical intervention is planned to address the lead issue.

Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2017-00998. Follow-up identified the patient underwent surgical intervention to explant and replace the lead with the high impedance value. Effective stimulation was restored and normal impedances were observed following the procedure.